Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 423 mg/dl which was treated with insulin pump. The customer's another blood glucose level was 530 mg/dl and 130 mg/dl. The customer was assisted with troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump had insulin flow block alarm. It was unknown that auto mode feature was active or not at the time of event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer did not allege insulin pump was under delivering. The device will not be returned for analysis.

Manufacturer narrative:
The information about auto mode with the initial report was not provided. The updated information has been included with this report. (B)(4).

Event description:
It was reported that the auto mode was not active at the time of incident.